Event description:
The manufacturer received information alleging a service required alarm occurred on a trilogy evo, korea device. There was no harm or injury reported. The device was not in patient use. The trilogy evo, korea device was returned to the manufacturer's service center for evaluation and the customer¿s complaint was confirmed. An evt_battery_not_charging_fault error was discovered in the device's event log. The device's system board was replaced to address the issue. Additionally, the device's muffler assembly and air inlet foam filter were replaced due to requirement for four-year preventive maintenance.